Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, minor scratches on case, missing reservoir tube o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for possible damage. Blood glucose was not provided at the time of the incident. No further details given.